Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG cable is broken. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4,d9,e2,e3,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - d5,g2. A getinge field service engineer evaluated customer requests an ECG cable and is sent a quote, no equipment is involved. There is no information available about part replacement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a